Event description:
It was reported that the bsm displayed inaccurate spo2 and EKG readings while on a patient. No consequence or impact to the patient was reported.

Manufacturer narrative:
Details of complaint: incident aware date: (B)(6) 2019 incident summary: the customer reported that the ECG (electrocardiogram) and the spo2 (oxygen saturation) measurements were inaccurate. Per the onsite biomed, there was no signal loss, but the signals were showing different numeric values for ECG and spo2. The customer did not specify how he interpreted the numerics and determined inaccuracy. He tested the device with a simulator and could not duplicate the issue, so the device was put back in use, and it was operating per specifications. No further issue has been reported. Per the onsite biomed, it was the operator's error. No patient harm was reported. Product ID and serial ID: bsm-3572a, sn:(B)(6). Service requested: troubleshooting. Service performed: troubleshooting. Investigation summary: the issue could not be duplicated. The nature of the complaint and the root cause of the failure is user error. The severity is determined to be high. Rpn: high disposition of complaint: the inaccuracy could not be duplicated, and the device was working per specifications; therefore, no CAPA required.

Manufacturer narrative:
It was reported that the bsm displayed inaccurate spo2 and EKG readings while on a patient. No consequence or impact to the patient was reported. Nihon kohden continues to investigate the reported event and will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available.

Event description:
It was reported that the bsm displayed inaccurate spo2 and EKG readings while on a patient. No consequence or impact to the patient was reported.